Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge."

Event description:
It was reported the customer experienced high blood glucose levels (500 mg/dl). Customer went through troubleshooting and pump passed delivery system check. Customer uses cold insulin to load cartridge.